Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp), and a request was made to have technical services (ts) review the episode. Ts was consulted and determined the patient received atp due to the device detecting the patient in ventricular fibrillation (vf) zone for eight out of ten intervals. Ts also noted this was cautery during a surgical procedure. Ts determined it did not appear to be a ventricular event. After consulting with ts, the rep determined it was some sort of electromagnetic interference (emi). This ICD remains in service. No adverse patient effects were reported.